Event description:
It was reported that the pacemaker (pm) could not be interrogated and exhibited no magnet response. Premature battery depletion resulting in no low voltage output was noted on the pm. The physician explanted and replaced the pm. The patient condition was stable.